Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage/ expulsion: breakage'), uterine perforation ('perforation: uterus/ migration') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("physical pain/ pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, uterine perforation and psychological trauma outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea and menorrhagia had resolved. The reporter considered abdominal pain, device breakage, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma and uterine perforation to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2017. Received treatment for: pelvic/ abdominal, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), general abnormal bleeding, breakage/ expulsion: breakage, migration, perforation: uterus. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2018: essure device was successfully occluded / bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-sep-2019: quality-safety evaluation of ptc. No lot number or device sample was received in this case. We conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage/ expulsion: breakage'), uterine perforation ('perforation: uterus/ migration / migration of essure device location of device: uterus'), fallopian tube perforation ('perforation fallopian tube') and genital haemorrhage ('general abnormal bleeding') in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included irregular periods, cholelithiasis, vaginal discharge, breast tenderness, dyspareunia, perineal pain, dysfunctional uterine bleeding, cyst, nausea, diarrhea, headache and dysplasia. Concurrent conditions included polycystic ovarian syndrome, abdominal pain lower, low back pain and spondylosis. Concomitant products included aluminium hydroxide; dicycloverine hydrochloride;magnesium oxidum leve (dicyclomine co), fluoxetine from (B)(6) 2018, ibuprofen and medroxyprogesterone acetate (depo provera) (B)(6) 2017 to (B)(6) 2018. On (B)(6) 2017, the patient had essure inserted. In (B)(6) 2017, the patient experienced pelvic pain ("physical pain/ pelvic pain"), abdominal pain ("abdominal pain"), depression ("psych injury/ psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On (B)(6) 2018, the patient experienced device breakage (seriousness criteria medically significant and intervention required), 3 months 23 days after insertion of essure. On (B)(6) 2018, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2018, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with surgery (ablation, hysterectomy (full), salpingectomy (bilateral). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, uterine perforation, fallopian tube perforation, vaginal haemorrhage, depression and anxiety outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea and menorrhagia had resolved. The reporter considered abdominal pain, anxiety, depression, device breakage, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, menorrhagia, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2017, (B)(6) 2017. Received treatment for: pelvic/ abdominal, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), general abnormal bleeding, breakage/ expulsion: breakage, migration, perforation: uterus. 2 coils were visible on right ostia. And 18 coils remaining on left ostia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2018: essure device was successfully occluded / bilateral occlusion. Pathology test - on an unknown date: an essure coil appears to hpve retracted from the left fallopian tube. A 2.2 cm segment of coil protrudes through the uterine wall opening. A 2.5 cm segment of essure coil is in place. No sites of perforation are present. No essure coil is present within the tube. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, menorrhagia. Abdominal pain, depression. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-oct-2019: pfs medical records received: reporter information, medical history, concomitant drug and lab data was added. New events "abnormal bleeding (vaginal), psychological or psychiatric problems condition: depression and mental anguish, fallopian tube perforation" were added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage/ expulsion: breakage'), uterine perforation ('perforation: uterus/ migration') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("physical pain/ pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, uterine perforation and psychological trauma outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea and menorrhagia had resolved. The reporter considered abdominal pain, device breakage, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma and uterine perforation to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2017, (B)(6) 2017 received treatment for: pelvic/ abdominal, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding),general abnormal bleeding, breakage/ expulsion: breakage, migration:, perforation: uterus. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: essure device was successfully occluded. Imaging procedure on (B)(6) 2018: results: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received. New events: abdominal, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding),general abnormal bleeding, device breakage, psych injury, migration, perforation: uterus were added. Removal details added. Plaintiffs information and lab data added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.